Event description:
It was reported that the pt's neurostimulator was moving in her body. It was noted that the device was helping with her bladder symptoms. Add'l info was requested. See MFR report # 3004209178-2010-10601 for prior neurostimulator movement issue.

Manufacturer narrative:
(B)(4).